Event description:
Additional information indicates, patient was reimplanted with an ipg on (B)(6) 2023 to address the issue.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention took place on (B)(6) 2023 where the ipg was explanted to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.